Manufacturer narrative:
(B)(4).

Event description:
It was reported that when staff was attempting to start the intra-aortic balloon pump (iabp) by pressing the "on" button, the pump immediately start to alarm for system error 7. The rn attempted multiple start-ups with no change, the pump was power cycled with no change. She also checked all cables, including the umbilical cable attaching the monitor to the pump. As a result, the pump was exchanged for another. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "system error 7 alarm" is not able to be c onfirmed. The root cause of the complaint is undetermined. If the part or additional information is received at later date, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when staff was attempting to start the intra-aortic balloon pump (iabp) by pressing the "on" button, the pump immediately start to alarm for system error 7. The rn attempted multiple start-ups with no change, the pump was power cycled with no change. She also checked all cables, including the umbilical cable attaching the monitor to the pump. As a result, the pump was exchanged for another. There was no report of patient complications, serious injury or death.